Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated, the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/03/2010 and 05/11/2010, by phone, fax and mail. A completed questionnaire has not been received. (B) (4). (B) (4).

Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported, a patient with a refractive surprise following bilateral intraocular lens (iol) implant surgery. The surgeon does not blame the iol for the refractive surprise. He believes that the refractive surprise was due to flat k's and a large capsular bag. The surgeon reported, the patient was happy with his visual acuity for this eye. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.